Event description:
The user facility reported a water leak in the room with their two dsd edge endoscope reprocessing systems. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite to inspect both dsd edge endoscope reprocessing systems and found the units to be operating properly; the technician was unable to duplicate the reported leak. No repairs were required and the units were returned to service. It was noted the leak was cleaned up prior to the technician's arrival. The leak may have been attributed to the user facility's water supply or plumbing. Multiple attempts have been made to contact the user facility to obtain additional information regarding the reported event; however, no response has been received. No additional issues have been reported.